Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. Upon investigation of the needle mechanism, no defects, damages or defects were found that may contribute to a malfunction. The device ran for 376 pulses and then deactivated by the user. After the investigation, no damages, tears, or leaks were found in the fluid path that would result in fluid leaking from the pod or failure to deliver insulin. No traces of blood were found on the adhesive pad, soft cannula or formed needle. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site.

Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore, you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 258 mg/dl. The patient reported being unsure if the cannula was properly seated while wearing it on the leg. For treatment, the parent changed out the pod and changed the patient's bolus settings.